Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodged from the delivery system while inside the patient. The severe stenosed target lesion was located in the vertebral artery. A 6.0mmx18mmx150cm fg express sd catheter was advanced for treatment. However, it was found that the stent dislodged from the delivery system. The procedure was completed with a different device. There were no patient complications reported. Patient was stable.

Event description:
It was reported that stent dislodged from the delivery system while inside the patient. The severe stenosed target lesion was located in the vertebral artery. A 6.0mmx18mmx150cm fg express sd catheter was advanced for treatment. However, it was found that the stent dislodged from the delivery system. The procedure was completed with a different device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR. : returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent is missing and did not return for analysis. The balloon is loose and there is contrast in the balloon. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is no longer in the manufactured position and appears to have been deployed.